Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the non-calcified, mildly tortuous, mid left anterior descending artery. The 3.0 x 28 mm xience alpine stent delivery system (sds) was advanced to the lesion without issue. The sds balloon was inflated to 15 atmospheres to deploy the stent. The stent was confirmed to be fully apposed to the vessel wall. The sds balloon was fully deflated without issue; however, could not be retracted from the deployed stent as it felt stuck to the stent implant. During the attempts to retract the sds the guide catheter deep seated in the vessel; however, no adverse patient effects occurred. The balloon was inflated/deflated many times; however, the balloon could still not be removed from the stent implant. Finally, after many, many attempts the balloon released from the stent and was able to be removed successfully. There was a delay in the procedure reported due to the time it took to remove the balloon from the deployed stent; however, it was not clinically significant for the patient. No additional information was provided.